Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ patient order not crossing to station. Case: (B)(4) ¿ es - all patients not crossing in all locations facilities. Case: (B)(4) ¿ es - orders not crossing - hospital-wide. Case: (B)(4) ¿ es - patient orders not crossing. Case: (B)(4) ¿ es - patients and orders are not crossing over from epic to pyxis. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing hospital-wide. A technical support specialist dialed into the app server, noticed cce xml messages were not current, restarted data sync, external and net pipe services, deployed cce utility services, and restarted services again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had orders not crossing hospital-wide and need pyxis assistance to check the interface communication and these were affecting few facilities also. They were able to pull meds after resolution by tsc. There were no adverse events or injuries reported based on this incident.